Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual examination of the sample, a delamination was observed on the polyurethane (pu) of the cavity ID end of the dialyzer extending from approximately 310° to 50°, with the dialysate ports situated at 0°. The pu was also noted to be uneven and low on the same end as the delamination. No other damage or irregularities were noted on the returned sample. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A facility manager ported that at beginning of treatment a blood leak due to membrane rupture in the dialyzer was visualized. In a follow up, the manager clarified that the blood leak occurred immediately when blood hit the dialyzer after starting the hd treatment. The blood leak was described as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The leak was visually seen in the hansen lines on the arterial site. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. The treatment was completed the same day with new supplies on a different machine. The device is available to be returned to the manufacturer for evaluation.

Event description:
A facility manager ported that at beginning of treatment a blood leak due to membrane rupture in the dialyzer was visualized. In a follow up, the manager clarified that the blood leak occurred immediately when blood hit the dialyzer after starting the hd treatment. The blood leak was described as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The leak was visually seen in the hansen lines on the arterial site. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. The treatment was completed the same day with new supplies on a different machine. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.